Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: the patient underwent a spinal fusion procedure using rhbmp-2/acs. On (B)(6) 2009: the patient underwent corrective surgery (plif l5-s1). On (B)(6) 2012: the patient presented with bone growth tumors and bilateral neural foraminal narrowing was observed. On (B)(6) 2013: the patient was hospitalized for 5 days and was presented with intractable back <(>&<)> leg pain, radiculopathy. On (B)(6) 2011: the patient presented with loosening of hardware of l4 bilaterally due to migration. On (B)(6) 2012: the patient was presented with radiculopathy. On (B)(6) 2011: the patient experienced chronic pain.